Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for an embolization treatment procedure, the coil arm detached prematurely. The target location was located in the hypogastric artery. While preparing the 15mm x 40cm .035 interlock cube, it was noted that the interlocking arm detached from pusher and the coil. The procedure was completed with another of the same device. As this event occurred during preparation outside the patient, no patient complications were reported and the patient¿s status is fine.